Event description:
It was reported that the loop recorder could not be interrogated. The error message -this device cannot be interrogated on the merlin pcs- displayed with interrogation attempts on multiple programmers. It was noted that this also occurred at implant, and was not resolved at that time. The loop recorder was explanted and replaced.

Event description:
Same case as MFR report #: 2134265-2010-00848. It was reported that during a percutaneous coronary interventional procedure, device entanglement leading to flush issues were encountered. The floppy rotawire became entangled with the rotalink plus 1.5mm burr. This entanglement caused blockage of the burr annulus and restricted the flush to the distal tip of the burr. The procedure was completed with another of the same devices, and no patient complications were reported. Patient status was reported as 'good'.

Manufacturer narrative:
Device evaluation anticipated, but not yet begun.

Manufacturer narrative:
Final analysis found that the device could not be interro- gated. The device was found to be in hardware back-up mode. Analysis determined that the central processing unit (cpu) stopped due to a power-on-reset that occurred at the time of the implant. It was suspected that this was due to the use of electrocautery or some other kind of electrical discharge during implant. FDA request for additional information: please provide results of the returned device analysis and cause determined for the reported malfunction.